Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had an initial shoulder replacement procedure in (B)(6) 2010, has indicated a future revision procedure in (B)(6) 2025. The party stated she underwent a shoulder replacement surgery, and experienced difficulty moving. No further information available.